Manufacturer narrative:
(B)(4). There is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there is no allegation against any fresenius products and the event. There is however a probable association between the breach in aseptic technique during treatment (not wearing mask) and the episode of peritonitis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's peritoneal dialysis registered nurse (pdrn) that patient was diagnosed with peritonitis on (B)(6) 2017. A culture test performed on (B)(6) 2017 was (B)(6) for (B)(6). Patient was treated with vancomycin and ceftazidime antibiotics. The patient did not miss any treatments. The pdrn stated that the peritonitis was related to the patient not wearing a mask and unclean environment and not related to peritoneal dialysis therapy. The pdrn later confirmed on (B)(6) 2017 that patient had recovered from the peritonitis and was performing continuous cycling peritoneal dialysis.